Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (damage-battery compartment) issue. It was reported the battery cap was never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: on investigation, the reported power issue was duplicated in the evaluation. Review of black box data did not find any power-on-reset events. Battery compartment cracks were found above and below the grip pad. The threads on the returned battery cap were stripped and it was unable to secure properly onto the pump. The pump failed to power up with the returned cap. Using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened, and no evidence of internal moisture intrusion was found. (B)(4).